Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 10 minutes" message after 1 day of wearing the adc freestyle libre sensor. Customer further reported she experienced symptoms described as weakness, feeling ill, and cold perspiration, and obtained a reading of 2.1 mmol/l on a competitor brand blood glucose meter. The customer's nurse took her to the hospital on (B)(6) 2018 where she was treated with an injection of glucagon. The customer went home the same day and self-administered a second injection of glucagon. Customer also reported self-injecting with novorapid insulin later that same day. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: (device mfg date) has been updated. The reported sensor has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. The sensor was properly seated in its mount and the plug was removed to inspect the plug assembly, no observations found. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor inserted into the sim-vivo test fixture. All results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving a "scan again in 10 minutes" message after 1 day of wearing the adc freestyle libre sensor. Customer further reported she experienced symptoms described as weakness, feeling ill, and cold perspiration, and obtained a reading of 2.1 mmol/l on a competitor brand blood glucose meter. The customer's nurse took her to the hospital on (B)(6) 2018 where she was treated with an injection of glucagon. The customer went home the same day and self-administered a second injection of glucagon. Customer also reported self-injecting with novorapid insulin later that same day. There was no report of death or permanent impairment associated with this event.